Event description:
Our office in (B)(6) reported a male patient experienced conjunctivitis and corneal erosion in the left eye after the first time use of consept one step disinfecting solution. The patient was prescribed gatiflo (gatifloxacin hydrate) and flavitan (flavin adenine dinucleotide sodium) ophthalmic eyedrops. No other information was provided. See companion case 2020664-2011-00135 for consept one step neutralizing tablets.

Manufacturer narrative:
Manufacturer of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer and product retained from the reported lot; all results were within specifications and sterile. Manufacturing record review is in process. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.